Event description:
It was reported that the health care professional found a latitude red alert on this implantable cardioverter defibrillator (ICD). The alert detected was for a low out of range right ventricular (rv) lead pacing impedance measuring less than 200 ohms. As a result the device emitted beeping tones. Technical services discussed turning off the beeping tones for the out of range impedances but it was recommended to turn off the daily measurements. At this time, this ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned portion of the lead, missing the terminal end, was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. This damage could have caused or contributed to the low out of range pacing impedance observed clinically. Significant calcification was also noted on the distal shocking coils and the lead tip.

Event description:
This supplemental report is being filed to include device analysis information.

Manufacturer narrative:
Patient code 3191 captures the surgical intervention.

Event description:
Additional information was received that this right ventricular (rv) lead was explanted. Additionally, it was observed that during the extraction procedure there was damage to the leads insulation which was believed to be from subclavian crush.